Manufacturer narrative:
Philips service recommended replacing the disk for clarityiq_ii and ip_revised_ii and advised a temporary workaround. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that image acquisition failure due to hard drive error on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.